Event description:
Terumo medical corporation received the following reported information: while closing the femoral access site, it was reported that the angio-seal sheath felt kinked after placement. Rewiring with amplatz and dilator helped to reposition sheath and unkink. At that point the device was inserted and the anchor deployed in sheath tubing, collagen was visible at the sheath valve when pulling device out of patient. Access was lost, and manual compression was used. The anchor, suture and collagen were fully removed and inside the sheath. The procedure was a coronary procedure. The estimated blood loss was less than 250cc.

Manufacturer narrative:
. E3: occupation: rt. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a non-deployment device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).